Manufacturer narrative:
It was reported that the towels are being used in the same manner as they are routinely used during cardiac cath procedures. Some of the towels are dampened with heparinized saline, and the physician used a dampened towel to clean and moisten his gloves. After cleaning his hands, a significant amount of lint was observed on the gloves. This occurred approximately 20 minutes into the case and was not introduced into the procedural field. The towels were otherwise used in a normal fashion. Previously, the same physician had also observed lint transferring from his hands onto interventional wires. As a result of these observations, we have transitioned to using white neuro towels for this physician and others. I have seen this issue previously at other facilities. It appears to be intermittent, but when it does occur, the linting seems extensive. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
The towels are linting.